Manufacturer narrative:
The insulin pump was unable to upload with carelink due to alarm in the history. The insulin pump alarmed due to corrupted history file. The insulin pump functioned properly during alarm test and self-tests. No alarms noted during testing. No alarms in history noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had multiple alarms on their insulin pump. Customer stated there were several displayable history check failed on start up alarms. The customer's blood glucose was unknown. The insulin pump will be replaced. No additional information provided.